Manufacturer narrative:
(B)(4). Fixture remains insitu.

Event description:
Per the clinic, the patient experienced soft tissue issues around the abutment and underwent a procedure (date not reported) to get equipped with a longer abutment. The skin issues have resolved and the patient was placed under general anesthesia (date not reported), to get equipped with a shorter abutment. The fixture remained insitu at all times.